Manufacturer narrative:
The hvad is used for treatment not diagnosis. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from clinical study that the patient was admitted to the hospital on (B)(6) 2015 for incision and debridement of driveline (dl) inflammation. It was stated that the patient is very clean and the dl exit site is taken well care of by his wife. It was further stated that there were no reports of recent tension or trauma to the driveline. It was stated that the chronic inflammatory tissue was excised. Vital signs on admission heart rate (hr) 87, bp 106/83, respirations (rr) 16, temperature (temp) 97.2 f hct 34.3, hgb 11.3, plt 183, inr 1.3 and protime 14.6. Returned to surgery on (B)(6) 2015 due to dressings continued to get saturated with blood. Hemostatic achieved with cautery. Received 2 units of fresh frozen plasma. On (B)(6) 2015, was discharged with vital signs were t.98.5, bp 112/70, hr 104. Labs on discharge wbc 11.9, hgb 8.6, hct 26.1, plt 123, inr 1.2 and protime 12.1. Subject will be followed and wound vac will be placed on site in the next week. Continues on antibiotics for chronic driveline infection which are dicloxacillin and ciprofloxacin. It was stated that the patient was doing well at home. No additional information available.